Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the blue suture string and fractured anchor off the device. The proximal anchor has been actuated and the distal anchor is fractured into several pieces. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the footprint ultra suture anchor could not be implanted because it was skewed. The procedure was completed using a s+n back up device in the same originally drilled bone hole. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H2: additional information: a1, a2, a3, a4, b5, e1 and h6: health effect - impact code.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that the footprint ultra suture anchor could not be implanted because it was skewed. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a delay. There was a back up device available.